Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The delta xtend instruments obtained from educational logistics for a design review meeting were discovered to be nonfunctional. The poly handle of the metaglene internal rod holder has been displaced. One of the pins that work with the rod holder is bent.

Manufacturer narrative:
Examination of the returned device shows a displacement of the plastic handle on the metal body. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.